Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had the arctic sun device that was not filling and was not generating any vacuum, the inlet pressure (ip) was -0.3 and circulation pump command (cpc) was 100 percentage, system hours were 5611 and was due for the 2000-hour preventive maintenance service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device that was not filling and was not generating any vacuum, the inlet pressure (ip) was -0.3 and circulation pump command (cpc) was 100 percentage, system hours were 5611 and was due for the 2000-hour preventive maintenance service.